Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709, lot# j0177997r, implanted: 2001 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709, lot# j0177997r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that since the patient¿s pump and catheter replacement (refer to manufacturer report # 3004209178-2013-21003 for the replacement), the patient had not gotten adequate therapy. The patient had a dosing change on 2013 (B)(6) and on 2013 (B)(6). The patient saw a cardiologist on the report date for heart irregularities and was told to check in with her managing pain hcp. The patient followed up then with her pain hcp today and they checked the reservoir volumes and the expected reservoir volume has been 25.9 while the actual volume was found to be 38ml. It was noted, the patient was allergic to iodine and so the hcp was not going to do a dye study. The hcp did discuss a roller study. It was noted the pump logs showed no alarms. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report. It was later reported that the roller study showed that the motor was working fine. The health care provider (hcp) discussed the issues with the patient and told the patient they would be scheduling a catheter revision to replace the entire old catheter with a new ascenda. The case was not scheduled yet. Additional information has been requested, but was not available as of the date of this report.